Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the fire department that the customer was in emergency room due to unconsciousness. The customer blood glucose was unknown. The customer reported that they had experienced unconsciousness. The insulin pump will not be returned for analysis.